Manufacturer narrative:
Results of device investigation will be provided in follow-up report.

Event description:
It was reported to cardiac science that two AED devices with two different sets of electrodes/pads were used during an attempted rescue. The pads were placed on the patient and both devices failed to recognise the 2nd pad placement. Continued to advise "to place 2nd pad". The customer was also concerned that these pads were harder to peel off of the dividing strip than the other pads they had used previously.